Event description:
It was previously reported the patient fell face down on a sidewalk. It was noted on x-ray the lead extension connector block, several inches above that, there was a figure-eight of the lead behind the ear ¿a little above where the connection should be and it looked like in one of the bends of the figure eight there was a black area.¿

Event description:
Follow-up information from the patient's healthcare provider indicated that the cause of the event was unknown. The event was attributed to a broken lead. An x-ray scan was performed which showed that the right lead was fractured. The lead was therefore explanted and replaced on (B)(6) 2012. Signs and symptoms associated with the event was paresthesia. The patient required hospitalization but recovered without sequela.

Event description:
It was reported the patient fell face down a few weeks prior. The patient had shocking throughout their entire body whenever the stimulator was on post fall. Unipolar impedances were all greater than 40,000, however bipolar impedances were not. Patient was unable to have their device on due to not being able to tolerate the shocking. It was noted therapy impedances stated high ohms and low amperes. X-ray showed possible fracture above lead/extension connection. Patient is a bilateral stimulator patient and the right stimulator is the device in question. Follow up reported the patient had been considering having the lead revised. Patient status had not changed at the time of report. The patient had the device on the right side turned off when they felt the shocking sensations and the device has been kept off.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant products: product ID 7482a40, serial# (B)(4), implanted: (B)(6) 2008, product type extension; product ID 7482a40, serial# (B)(4), implanted: (B)(6) 2008, product type extension; product ID 37642, serial# (B)(4), product type programmer, patient; product ID 3387s-40, lot# v087696, implanted: (B)(6) 2008, product type lead; product ID 3387s-40, lot# v113344, implanted: (B)(6) 2008, product type lead. (B)(4).